Event description:
Fortec 200 micron bare holmium fiber ref #(B)(4) broke during use. The resident noticed a smell and immediately requested that the laser be turned off. We turned off laser and replaced the fiber. No evident harm to staff or patient